Event description:
Reportedly, rv oversensing was observed during remote monitoring transmission. During the in-clinic fu on (B)(6), 2023, the physician has increased the sensitivity value from 0.4mv to 0.6mv

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report